Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: battery replaced. 2.2d installed. Force test failed. First time: 0.6638 pass. 75 fail second time 0.6585 pass 0.775 fail. Plunger replacement needed. The software version updated to 2.2d version. Batteries replaced. Pm passed on (B)(6) 2024. Plunger removed and reinstalled. Calibrations done. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.